Manufacturer narrative:
Continued from initial reporter : zip code (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis : visual analysis of the photographs identified: broken shell. Red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of one device diagnosed by ultrasound. This relates to the left device. Device has been explanted.